Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a nurse picked up monomer liquid pouch from cobalt cement outer box, the liquid monomer fell down on the unclean area. This event was confirmed at preparation prior to the operation so no adverse event occurred. Subsequently another back up cement was used to complete the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned product confirms the reported event as the monomer pouch is unsealed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found additional reports of this nature for this part and lot combination. Root cause was determined to be the packaging validation procedures are not adequate to ensure that the packaging validations for the products were adequate. Corrective and preventive actions are being further investigated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.